Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The caller stated that the time on the insulin pump was not advancing and the buttons were unresponsive. Instructed the customer to remove the battery and let the device rest for two hours. Then the customer called back to report that the battery was changed, but the anomaly persists. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump was returned with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.